Event description:
It was reported that the device was hot to the touch following use of a cautery device to exhume the device from the pocket. The doctor reported that the cautery device was arcing over to the can and that the tissue in the pocket area was burned. It was further reported that the doctor felt that severe scarring in the patient was caused by intermittent shorting of the device. The device was cool to the touch once removed from the pocket, and it was suspected that the patient had a chronic infection. The technical consultant explained that since the battery voltage was normal before and after the explant procedure that the pocket damage was likely caused by the cautery, and that the device did not likely short out to cause heat damage to the tissue. The device was explanted and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: no anomalies found. Other: it was reported that the device was hot to the touch following use of a cautery device to exhume the device from the pocket. The doctor reported that the cautery device was arcing over to the can and that the tissue in the pocket area was burned. It was further reported that the doctor felt that severe scarring in the patient was caused by intermittent shorting of the device. The device was cool to the touch once removed from the pocket, and it was suspected that the patient had a chronic infection. The technical consultant explained that since the battery voltage was normal before and after the explant procedure that the pocket damage was likely caused by the cautery, and that the device did not likely short out to cause heat damage to the tissue. The device was explanted and replaced. No further patient complications have been reported as a result of this event. Actual device involved in incident was evaluated. Electrical tests performed; mechanical tests performed. Visual examination: device performed according to specifications; device operated according to specifications.